Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that using internal brace for lateral ankle repair. The 1.35mm k-wire was inserted into the talus, and the 2.7mm cannulated drill was used over the k-wire. As the surgeon started drilling into the bone, the drill bit fractured into multiple pieces. Fragments had to retrieved from the patient. Surgery continued with the other drill bits and swivelock anchors, and the end result was fine, with no harm to the patient. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device solid 2.7mm drill in the internal brace. It was not necessary to switch the surgical technique or do a second surgery. On 14-feb-2020 (B)(6): the end user reported this incident to the (B)(6) authority - (B)(6). The end user stated that while drilling over a previously inserted k-wire, the cannulated drill shattered in the patients bone bending the k-wire and leaving shrapnel in the bone. The k-wire was removed and the surgeon took an x-ray of the patients ankle. It was found that most of the metal fragments were removed but some were too deep to remove without causing further trauma.